Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 4068 lead implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.